Event description:
A manufacturer defect in thoracentesis kit, safe t-centesis 6fr catheter drainage tray ref pig1260t, lot number rekx3924, upon opening the kit, doctor identified that the catheter drainage device was curved/ bent. The said supply was then taken out of the field and a new safe t-centesis 6fr catheter drainage tray opened.